Event description:
Patient reports the lens caused some irritation on (B)(6) 2011. The patient developed an infection and sent to the emergency 3 times. Follow up on (B)(6) 2011; the patient revealed that she ended up with an infection. Attempts to contact the ecp for more information have been made with no reply as of (B)(6) 2011. This is being reported as unconfirmed infection.

Manufacturer narrative:
This is being reported as unconfirmed infection. Method - no examination of devices were provided which could indicate if the device caused or contributed to the incident. Results - there is no direct casual relationship established between the medical device and the incident. Conclusion - no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.